Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2017 a replacement polaris spectra system control unit (scu) was shipped to site. On (B)(6) 2017 a medtronic representative went to site to test the equipment. Representative replaced polaris spectra system control unit (scu) and performed a system checkout. System passed all tests and is functioning normally. The suspect polaris spectra system control unit (scu) has been received by manufacturer for evaluation. The received polaris spectra system control unit (scu) was found to be fully functional when connected to a known good system. No incidents of cycling was found and the polaris spectra system control unit (scu) passed all tests. No problem found.

Event description:
A site representative reported that while outside of a procedure the navigation system camera was cycling continuously when setting up for a case. Site switched to other navigation system and continued without any difficulty. During troubleshooting, site representative logged into cranial software and the camera started cycling. Site then logged into spine software to see if the issue would re-occur. No information was provided on if the re-occurred or not. There was no patient present at the time of the issue.